Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: no further patient information was provided.

Event description:
The customer reported a falsely elevated architect glucose result on the architect c16000 analyzer. Sample ID (B)(4) generated an initial result of 786.87 mg/dl and retest of 107.90 mg/dl using a sodium floride tube. A second retest was performed using a serum vial which generated 95.68 mg/dl. No specific patient information was provided and no adverse impact to patient management was reported.

Manufacturer narrative:
Abbott field service investigated the issue on site and determined the cause to be the peristaltic head pumps which had damaged/worn out rollers. A review of the c1600421 service history found no additional contributing factors and no additional reports of erratic or discrepant results have been received since field service addressed the issue. A review of complaint and trending data for the peristaltic head pump did not identify any issues or trends related to discrepant or erratic results. A review of manufacturing documentation for the peristaltic head pump did not identify any issues. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no issues or trends related to the issue described in this complaint or the peristaltic head pump. The architect c16000 erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c16000 analyzer was identified.